Manufacturer narrative:
Complaint (B)(4). The filler was injected into the patient and is not available for return. The patient recovered without intervention.

Event description:
The healthcare professional reported following injection of evolysse smooth in the patient's chin, marionette lines, nasolabial folds, oral commissures and perioral lines on (B)(6) 2025, the patient complained that it felt firm beginning on (B)(6) 2025. Safety database reference number (B)(4).

Event description:
The hcp reported that 6 weeks post injection into the lips of 1cc of smooth, the patient experienced lumps on the lips. The hcp received a photo of the patient in the sun. As of (B)(6) 2025, the symptoms have been resolved. On 05-sep-2025, upon internal review of the information submitted to the FDA on 05-sep-2025, this report is being re-submitted to correct the narrative. Safety database reference number (B)(4).

Manufacturer narrative:
(B)(4), the filler was injected into the patient and is not available for return. The patient recovered without intervention.